Event description:
It was reported that the bronchovideoscope exhibited that the image cuts out intermittently during use. The issue occurred during preparation for use before the patient was in the room. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following malfunctions found: the connector, circuit board displayed e216 (communication error). Based on the investigation, the most probable cause of the reportable malfunction is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.